Event description:
Customer reports that during a stent placement on a male, the fluoro stopped working. The patient had to be moved to another room for the procedure to be completed. No report of injury.

Manufacturer narrative:
Field service engineer found the fluoro kv preset locked in at 50 kv on the generator control panel. It was not in the automatic exposure mode wanted by the user. Fse unlocked the set point, returned it to the automatic exposure mode and the system functioned per customers intent. System returned to full service by the customer.